Event description:
Three balloons ruptured. This patient was undergoing a percutaneous transluminal renal angioplasty within a severe calcified, moderate tortuosity and 90% stenosis to the right renal artery, total of three balloons ruptured. During pre-dilatation, the 1st balloon (amiila) ruptured at 5 atmospheres. This balloon was removed. The 2nd balloon power flex also ruptured at unknown pressure. Therefore another non-cordis balloon was used to complete the pre-dilatation of the vessel. During attempts to deploy a palmaz stent, the balloon ruptured at 3 atmospheres and the stent was placed 5mm away from the target position. Therefore, one more palmaz stent was placed and the procedure completed successfully. The products were prepared and clinically used as per the IFU without any adverse consequence to the patient. This one of two units used on the same patient. MFR report #9610978-2006-00508 & 9610978-2006-00509. The products will not be returned. Additional information will be submitted within 30 days upon receipt.